Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that she was in the hospital due to a high blood glucose level. The customer had a headache. Her blood glucose level was over 600 mg/dl. With a manual injection, the customer treated her blood glucose level. The customer bottomed out. The customer also treated her blood glucose level with a bolus. The customer was hospitalized on (B)(6) 2016. She was wearing the insulin pump at the time of hospitalization. The customer was also in the hospital due to a urinary tract infection. The high pressure test passed. The device was not returned.